Event description:
It was reported that an external fluid leak was observed from the tubing of prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2026-00228. All information can be found under manufacturer report number 8010182-2026-00228. Should additional relevant information become available, a supplemental report will be submitted